Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with damage. This condition was found in the maternity department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. Upon further review, the quality engineer has attributed the reported condition to a door issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the customer's reported problem of "damage" was confirmed by quality engineering as damage on the pump head door in the hinge area. The problem was not reproduced. Service determined that the cause was due to damage on the pump head door in the hinge area. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.